Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis due to an unspecified hernia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient is a very poor historian, and they did not have any type of hernia. The pdrn stated the patient presented to the emergency room with abdominal pain on (B)(6) 2025 and was formally admitted after a peritoneal effluent cell count revealed an elevated wbc count of >5000 /mm3. A peritoneal effluent fluid culture was also collected, and the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) vancomycin (dose, duration, frequency not provided) and was transitioned to ¿back up¿ hemodialysis (hd) temporarily in order to receive IV antibiotics. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s vancomycin was continued. The patient continued to undergo nightly low volume continuous cyclic pd (ccpd) treatments while hospitalized and was discharged home on (B)(6) 2025 in stable condition. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient will remain on outpatient hd until the antibiotics are completed but continues to perform nightly low volume ccpd therapy utilizing the same liberty select cyler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse event of peritonitis, characterized by abdominal pain, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving inadequate hand hygiene. Individuals undergoing pd (manual or cycler-based) are at high risk for infections of the peritoneum. Additionally, staphylococcus is commonly found in the mucus membranes and on the skin of humans. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis due to an unspecified hernia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient is a very poor historian, and they did not have any type of hernia. The pdrn stated the patient presented to the emergency room with abdominal pain on (B)(6) 2025 and was formally admitted after a peritoneal effluent cell count revealed an elevated wbc count of >5000 /mm3. A peritoneal effluent fluid culture was also collected, and the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) vancomycin (dose, duration, frequency not provided) and was transitioned to "back up" hemodialysis (hd) temporarily in order to receive IV antibiotics. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient's vancomycin was continued. The patient continued to undergo nightly low volume continuous cyclic pd (ccpd) treatments while hospitalized and was discharged home on (B)(6) 2025 in stable condition. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient will remain on outpatient hd until the antibiotics are completed but continues to perform nightly low volume ccpd therapy utilizing the same liberty select cycler.